Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the terminal end and insulation as the lead came apart at the header during attempted removal. The lead was surgically abandoned. No additional adverse patient effects were reported.